Manufacturer narrative:
This report is for an unknown nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric femur fracture. The patient's trochanter was unstable, and it was difficult to insert a guide wire for the blade. The surgeon managed to insert a guide wire, but at that point, the operation time was already longer than scheduled. Therefore, according to the surgeon's discretion, the operation procedures were proceeded hastily, and the condition of implantation was not checked by an image intensifier. The surgery was completed with over 30 minutes delay. But just after that, it was confirmed that the blade in question was not inserted to a nail. The surgeon removed the nail and the blade and inserted them again. This report involves one (1) unknown nail head elem: tfna helical blade. This is report 1 of 3 for (B)(4).